Event description:
It was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure to treat a pt with esophageal cancer in 2009 (age unknown; however, over 18 years). According to the complainant, the stent was placed in the mid-esophagus. The following day, the pt reported discomfort and it was determined that the stent had buckled. The stent was removed and another manufacturer's stent was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Stent buckled. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.